Event description:
It was reported that during a procedure controller had a f4 hardware error. Procedure was completed with a mitek competitor device instability with anterior portal to release the capsule, no delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided picture shows a quantum with a f4 error on its display. A review of the device history records for the reported device showed there was a ncr associated and relevant to the complaint. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that based on the information provided no patient harm is being alleged. The complaint was confirmed and the root cause has been associated with electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.